Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer followed instructions to remove the cartridge from the pump and deliver a 9-unit bolus, which was successful, but could not initially resume insulin therapy after reloading the original cartridge. With assistance, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.